Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely via merlin.net. Review of transmissions revealed that the lead exhibited loss of capture. Fluoroscopy revealed that the lead had dislodged. It was also noted that the patient experienced a high ventricular rate (hvr). The physician suspects that the hvr was either physiological or caused by noise or dislodgement. The lead was removed and replaced. The patient was stable.

Manufacturer narrative:
The reported events of lead dislodgement, sensing noise and loss of capture were not confirmed. The damage found was sustained during the surgical procedure. The lead was otherwise normal.